Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to needle to cuff miss, include, but are not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that contribute to the inability to retract the foot, include, but are not limited to tissue or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after an ablation procedure with a 7f sheath. Reportedly, an anterior cuff miss [suture retrieval issue] was noticed. The footplate did not retract initially. After reopening and closing, the footplate lever and feet retracted. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.